Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the nail migration is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Removal does not indicate a defect in the product or a failure of the implant. Properly treated infections represent a minimal risk to the patient. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 2/28/2019, that a sign im nail implanted to repair a fracture had to be removed due to nail migration and infection. Surgeon comment: "the proximal migration of nail was irritable to soft tissue & removal of nail & waiting for new insertion nail. There is control of infection."